Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device had reached elective replacement indicator (eri) level. Technical support and remote monitoring reviewed the session records and indicated that due to a high number of transmissions, the depletion is normal. However, the physician alleges the depletion is abnormal. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.